Event description:
It was reported that the catheter was placed successfully into the patient's groin. The cardiologist connected the tubing to the intra-aortic balloon (iab) and noticed a leak where the stopcock meets the tubing in the 6-inch extension. As a result, they did not use the 6-inch extension. There was no delay in treatment, no patient death and no patient complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.